Manufacturer narrative:
Manufacturer evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a metha ¿cap 12/14 120¿/0¿ size 2 (part # nc292t) was used during an unknown procedure performed on. . According to the complainant, when inserting the stem, a bone fracture occurred in the neck. The procedure was successfully completed using another manufacturers device. The complaint device was returned to the manufacturer for evaluation. An additional medical intervention was necessary. Although requested, additional information has not been made available. The adverse event / malfunction is filed under aag reference (B)(4).

Event description:
Update: the malfunction occurred during a total hip arthroplasty (tha) procedure performed on (B)(6), 2021. Reportedly, a size 2 rasp was used and the stem was also inserted, but the bone cracked during hammering.

Manufacturer narrative:
Investigation - visual inspection: optically, signs of usage of erratic appearance can be found at the stem. Signs of usage and slight damages, especially on the pasmapore coating as well as at the neck area, can be found on the stem. These signs originated most likely from the intraoperative inserting and removal respectively. Besides that, no abnormalities can be found. Batch history review: the device quality and manufacturing hisotry records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specifiaction valid at the time of production. There are no similar complaints aginst the same lot number(s) with this error pattern. Explanation and rationale: based on the provided information and after the investigation, there is no indication for a material problem which led to the described failure pattern. The fracture of the bone is most likely not related to the prosthesis, but rather to the preparation and/or the patient's bone condition. Conclusion: product was not causal for reported failure pattern. Corrective action: based upon the investigations results a CAPA is not necessary.